Event description:
Patient also reported that she has had 3 needle buttons accidently release prior to the completion of the 24-hour period. Patient stated that the most recent time was today and that she may have bumped into a counter while cleaning. Patient stated another time was when she was asleep and didn't realize it until she woke up. Patient does not have any of the devices for collection.